Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent capture. It was also noted that this lead was originally implanted in the left bundle branch. Technical services (ts) was consulted and ts recommended to consult the physician for programming options. Ts also mention to consider an xray. This lead remains in service. No additional adverse patient effects were reported.